Event description:
On april 24, 2024, senseonics was made aware of an incident where the sensor broke during the removal procedure on (B)(6) 2024. According to the hcp, the sensor was completely removed from the customer's upper left arm. The customer is doing well. While all sensor parts were removed successfully, the sensor was still requested to be returned back for further evaluation.

Manufacturer narrative:
The manufacturer has requested the sensor pieces to be returned for further valuation. The evaluation results will be provided in a supplemental report.

Manufacturer narrative:
Per case notes, the sensor was completely removed from the user's arm although it was broken during removal. Visual inspection of the returned sensor confirms the endcap was separated from the sensor and all the pieces were retrieved. The breakage was most likely due to excessive force applied by the removal clamps or grabbing an extremity of the sensor. In some cases, the user's tissue may encapsulate the sensor, making it difficult to remove. The doctor may then attempt excessive force on the clamps and risk fracturing the sensor.the user is doing well.no further resolution was found necessary for this complaint. B4.date of this report 07 june 2024. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 3221. H6. Investigation conclusions updated to 4311.